Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation concluded that the fresh gas pressure transducer was faulty and needed to be replaced, after the replacement, all tests passed and the device was cleared for clinical use. According to log the system check out failed the afgo valve test failed due to the fresh gas pressure exceeding the upper pressure limit. The replaced fresh gas pressure transducer has been scrapped and could not be returned for investigation. Without the replaced fresh gas pressure transducer to investigate we are not able to determine the true cause of the reported event.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed the afgo valve (additional fresh gas outlet) test during system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).